Manufacturer narrative:
H10:the device was received for evaluation. During functional testing, 'upstream occlusion alarms' was not reproduced. A review of the event history log revealed 'upstream occlusion alarms'. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and therefore the upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream occlusion alarms during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.